Manufacturer narrative:
.

Event description:
It was reported that the recently implanted vns patient was expected to undergo surgery to reposition her device. Operative notes were received indicating that the patient underwent surgery on (B)(6) 2014 due to pain at her generator site. The patient¿s generator was repositioned approximately two inches inferior and lateral to the original site. The procedure was completed without any complications. It was noted that lead impedance was within normal limits at the end of the procedure (impedance value ¿ 2547 ohms). No further information relevant to the event has been received to date.

Manufacturer narrative:
Date of event; operator of device; evaluation codes; corrected data: previously submitted MDR inadvertently did not provide a correct conclusion code. This report is being submitted to correct this data.